Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped in water. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped in water. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy.